Event description:
An orthofix external fixation system (small fixator) was applied to a pt for the treatment of an open comminuted fracture of the humerus following a traffic accident. While inserting two cortical bone screws distally into the pt's humerus, they broke. The only option for the surgeon was to insert one screw distally and two screws proximally. About two weeks later, the distal screw also broke, as might be expected, given that it was the only screw in position to carry the distal load. A further surgery was performed and the pt is expected to heal as desired.